Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id110. The customer does not have sample or product to return for testing.

Event description:
Customer reports unexpected negative reactions with capture-r ready ID (crrid) for a patient sample tested on echo. The sample was positive in gel for anti-e; this is a newly identified antibody.